Manufacturer narrative:
B5: describe event or problem updated. D4: lot number: updated. E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for device analysis. Inspection of the device found that the sheath was pinched/kinked at 23cm and 24.3cm distal from the strain relief. Inspection of the device after destructive testing found that the handshake connection was within the sheath and was not retrievable due to the pinched sheath as the coil was not moveable. The handshake connection was not visible from the burr housing; therefore, the burr housing was dismantled for further inspection. Product analysis confirmed the reported failure to reach optimal speed as the sheath was found to be pinched which resulted in lack of movement to the coil which would cause rotational issues impacting speed. The handshake connection within the sheath was also not retrievable due to the lack of coil movement caused from the pinched sheath. Product analysis could not confirm the reported stuck in lesion as the clinical circumstances could not be replicated.

Event description:
It was reported that the burr was stuck in lesion. The 85% stenosed, 60 mm x 3.00mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.75mm rotalink burr was selected for coronary interventional procedure. During the procedure, it was noted that the speed was not enough, and the burr was stuck in the lesion. The procedure successfully completed with another of the same device. There was no patient complication, and the patient was stable post procedure. It was further reported that the target and observed maximum rotational speed was 180,000 rpm. The rotalink burr and the rotawire were removed together as one unit from the patient. The patient was good post procedure.

Event description:
It was reported that the burr was stuck in lesion. The 85% stenosed, 60 mm x 3.00mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.75mm rotalink burr was selected for coronary interventional procedure. During the procedure, it was noted that the speed was not enough, and the burr was stuck in the lesion. The procedure successfully completed with another of the same device. There was no patient complication, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
B5: describe event or problem updated. E1 - initial reporter facility name: (B)(6) e1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the burr was stuck in lesion. The 85% stenosed, 60 mm x 3.00mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.75mm rotalink burr was selected for coronary interventional procedure. During the procedure, it was noted that the speed was not enough, and the burr was stuck in the lesion. The procedure successfully completed with another of the same device. There was no patient complication, and the patient was stable post procedure. It was further reported that the target and observed maximum rotational speed was 180,000 rpm. The rotalink burr and the rotawire were removed together as one unit from the patient. The patient was good post procedure.